Event description:
It was reported the patient had a sudden change in his health condition and was taken to the emergency room via ambulance. He was in cardiac arrest state and "nobody could specify a cause of why the patient's heart stopped". The patient died on (B)(6)-2010. Autopsy was performed, but release of the results was refused. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation melted. Full lead returned and analyzed.